Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of a leakage was not confirmed. In addition to evaluation in event, the connecting tube had a dent. The universal cord was scratched. Plug unit was cracked. Charge coupled device unit was broken. The air valve unit was turned. The bending angle was reduced due to elongation of the angle wire. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A customer reported to olympus, the evis exera iii bronchovideoscope had a leakage issue. There was no report of patient harm associated with this event. During incoming inspection, it was determined there was no image displayed. This medwatch is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the no image was the charge-coupled device-unit was broken while the user was handling the device. Olympus will continue to monitor field performance for this device.